Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the implant began making loud clicking and popping type noises, and has exhibited the symptoms of a loose implant. It is further alleged that the pt has suffered loss of muscle mass, elevated chromium and cobalt metal ions in her blood stream and was revised.